Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v689884, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient had a routine battery change. The manufacturer representative checked impedances prior to surgery and found a possible short circuit; electrodes 0 and 1 had impedance reading of 39. There were no actions required as a result of the event and no diagnostic testing or troubleshooting was required. The cause of the issue was not determined and was not resolved. The battery change was performed but impedance remained the same and the patient was still receiving therapy. The status of the patient at the time of report was live- no injury. There were no patient symptoms or complications associated with this event. If additional information is received, a follow- up report will be sent.